Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 47 mg/dl at the time of incident. The customer treated her low blood glucose with food and glucose tablets. The customer stated that the she changed the infusion set and filled it with 140 units of insulin then she realized most of the insulin was gone. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that she wanted to stop the insulin pump therapy. The insulin pump will not be returned for analysis.